Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Investigation complete.

Manufacturer narrative:
If additional information or investigation results become available, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an arcadius xp l implant. According to the complaint description, the cage split during impaction in an anterior lumbar interbody fusion (alif) procedure. The inserter was tight to the cage and the cage was being inserted in a superior to downward inferior angle into l5-s1. There was a delay of about 3 minutes required to retrieve the broken piece and open a new cage. The adverse event is filed under xc reference (B)(4).